Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded; therefore, it was not possible to perform a thorough analysis on the product because it was not returned for investigation. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. Return of the promus sds and dislodged stent may have aided in the investigation and determination of cause. In this case, it is possible the rotating hemostatic valve (rhv) was not fully open, resulting in an interaction with the stent, and ultimately causing the stent to dislodge; however, this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Without the product to examine, a conclusive cause for the stent dislodgement could not be determined.

Event description:
It was reported that the stent fell off of the balloon during insertion into a copilot. The stent did not enter into the patient's body. No patient effects were reported. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.